Event description:
Saturday while preparing next shift dialyzers about 1/4 cup renalin and h2o spilled into bag. When bag opened rptr's eyes burned and rptr had trouble getting their breath. Sunday rptr didn't feel to well. Monday at work they found themselves encountering more renalin odors and each time had trouble breathing. Tuesday am rptr woke up unable to get a breath (sob). Using baaxin and oco's, rptr was able to lessen it on wednesday. On thursday am rptr was unable to catch their breath. It was like rptr would imagine having asthma like. Finally went to dr who gave rptr an epinephrine tx, prednisone and biaxen. Since rptr's bronchioles are inflammed possibly by a chemical, rptr has instructions to go to ER if it keeps up.